Event description:
User alleges a previously discharged patient approached the hospital and reported that they had since coughed up a 6cm piece of stericath suction tube. The patient had been previously discharged from the hospital in 05. This product has an x-ray detectable line which was intact on the 6cm piece produced by the patient. The hospital checked the x-rays of the patient taken prior to discharged and there is no sign of the catheter section being present in the lung at that time. It has been confirmed by the hospital that the piece of tubing presented by the patient was cleanly cut, but the hospital have advised that they do not cut et tubes for management of intensive care patients. Event occurred 2-3 months after discharge.